Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 209994. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085201 / 7085205.

Event description:
It was reported that the patients anchor was poking out of the midline incision site. The patient underwent an explant procedure and all device components were not returned.